Event description:
It was reported that at the patient's previous device interrogation, the device indicated a remaining longevity of 2-4 years. Five months later, during another routine device interrogation, the patient presented with no magnet response, no output and no telemetry possible. Further, the patient reported syncopal episodes in recent months. The device was subsequently explanted and replaced. It was also reported that one day post-device change, the lead was capped and replaced due to unacceptable thresholds. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is included in the field advisory for this model and tested out of specification consistent with the advisory. Evaluation summary preliminary testing confirmed the reported no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.